Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The procedure treated the 90% stenosed target lesion located in a shunt in a moderately tortuous anastomosed vein. A 5.0x40mm mustang balloon was advanced for treatment and inflated three times to 24 atms. However, the balloon ruptured on the third inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The procedure treated the 90% stenosed target lesion located in a shunt in a moderately tortuous anastomosed vein. A 5.0x40mm mustang balloon was advanced for treatment and inflated three times to 24 atms. However the balloon ruptured on the third inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device noted that the balloon material was torn longitudinally at approximately 30mm distal to the proximal transition zone running to the distal transition zone. A visual and tactile examination of the shaft of the device found no anomalies. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).